Event description:
It was reported to philips that the c arm movements of the azurion device were unavailable. The device was inside clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the diagnostic procedure got aborted. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm and the table could not be operated. Review of the log file showed application error called enmv at startup high. During troubleshooting, the fse identified the failure of a table side controller. The fse replaced the control module. After replacement of the control module, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.